Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reen1175 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reen1175) have been reported from the same facility.

Event description:
It was reported "the PICC lines come manufactured with markings on the catheter. The markings represent a centimeter and a number is represented every 5th marking (ex. 5, 10, 15 etc). It is documented in the patient¿s chart the length the catheter is measured and cut. We had to open and use two separate PICC line packages for this patient because the markings were inaccurate. One catheter had the number 10 marked after 12 centimeter marks and the other catheter had the number 10 after 11 marks. This discrepancy makes it difficult to get an accurate measurement and can result in opening and using multiple PICC catheter kits per patient. Also, for removal purposes the length should be accurate and correlate with the documented measurement to ensure no part of the catheter was retained during removal." This report addresses the catheter that had the number 10 marked after 11 centimeter mark.